Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump which alarmed when tubing was put in was confirmed during product evaluation as a downstream occlusion alarm. This condition was caused by the pump's door assembly being cracked in its latch area. The door assembly was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a flo-gard infusion pump which alarmed when tubing was put in. This event occurred during programming/set-up in the general patient ward. During product evaluation, baxter personnel identified this condition as a constant downstream occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.